Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 21264499, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced pain at the ipg site. It was noted that the pocket site have gotten red, irritated and have drainage. The ipg was also migrated. The physician did not believed it was due to device malfunction. The patient underwent an explant procedure and the wound was cleaned out. The patient was doing well postoperatively.